Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Patient purchased four boxes of skin prep wipes from (B)(6) on their clearance table in the amount (B)(6) each box. Patient had surgery on his back (B)(6), 2011. Patient states after he was released from the hospital he received a phone call from his physician stating he had (B)(6) in his urinary tract. Patient states he noticed he was having difficulty urinating prior to the call from his physician. Patient's physician prescribed an antibiotic intravenously. Patient had home health care three times a day. Patient states after two weeks of taking medication (B)(6) was gone. Patient used wipes on his chest and shoulder. Patient states he used all of the wipes purchased from (B)(6). Patient does not have a lot number for the product purchased at (B)(6). Patient unsure if (B)(6) is related to the wipes purchased from (B)(6).

Manufacturer narrative:
Acitve investigation in progress; results of investigation will be provided in a supplement report.

Manufacturer narrative:
No product was returned by the customer and no lot number was provided. Control samples (from stock) of multiple lots of skin prep wipes were analyzed by an independent test laboratory and met finished product specifications with no evidence of any objectionable or pathogenic microbial organisms found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted.